Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia when glucose rose above 400 in the early morning while using the ilet and subsequently disconnected the pump and administered subcutaneous insulin by pen; glucose later reduced and stabilized around 160, and the user received assistance to reconnect to the ilet. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication required. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.